Event description:
It was reported that during laparoscopic sleeve gastrectomy procedure, they were using an ethicon echelon stapler, the stapler misfired. There were 3 rows of staples on the stapler. The first 2 rows were good. It looks like staple line 3 had one single open staple. The staple line on specimen tore per the rep and them. The specimen was looked at by the surgeon and the vendor reps. The stapler was taken off the field, boxed with a patient sticker and taken to the main or front desk. The case proceeded without further complications. Unknown if the device is available for return.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2026. B3: only event month and year known: december 2025. D4: batch #unk. Per user facility medwatch form, mw (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a9872k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.